Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, the pockets were not detected on the bus. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 16-jun-2015 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer was previously not detected on the bus. A field service engineer found the retractor band to be damaged. The band was replaced, and the drawer was tested to confirm functionality. The customer also performed verification and confirmed that all operations were working correctly following the repair. The system functioned as intended after the field service engineer repaired the device.